Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227122907); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally and the distal section of the phenom catheter was kinked. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left ophthalmic artery with a max diameter of 6.4mm and a 4.3mm neck diameter. The landing zone was 4.2mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 5mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed normal blood flow. It was reported that the surgeon performed aneurysm treatment and selected the ped-450-35 stent. After the microcatheter (fg15150-0615-1s, lot number 227122907) reached m2, the stent was hydrated and then delivered. After the stent was in place, the catheter was withdrawn and deployed. After deployment, it was found that the tip could not be opened and it was continued to deploy more length. The stent tip was not opened and the middle was opened in a cone shape. After repeated operations, it could not be opened. After pulling it into the neck, the tip of the stent was abnormally horn-shaped and could not be opened. Therefore, the surgeon withdrew the stent from the body and found that the tip was damaged. It had to be replaced with a new stent. In vitro, it was found that the distal end of the microcatheter was deformed with the blood vessel and could not be restored to its original state. It was worried that the catheter would affect the delivery and deployment of the new stent, so they were replaced with a new catheter and stent to complete the surgery. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were found open and frayed. The middle of the braid was found fully opened and no damage. No bend was found on the pusher. No damages were found with the tip coil, distal marker, resheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed as the braid's distal and proximal ends were found open and frayed. The middle of the braid was found fully opened and no damage. The cause could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.